Event description:
During a procedure to fix a wrist fracture, the set screw on the guide block broke in half and had to be ground out. The block and the set screw were removed from the pt and the procedure was completed.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the eval process. No conclusion can be drawn. The mfg documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Visual inspections noted the guide block is slightly worn and the set screw is broken in half. It is no longer self-retained within the guide block, and the lower, threaded portion, was not returned with the complaint. The relevant dimensions can not be verified anymore as the broken fragment was not sent back for investigation. Dimensions that could be measured were found to meet specifications. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Also is visible that the remaining shaft was twisted before it broke. The knurled surface is flattened on two opposite places, which indicates the use of a tool. It is assumed that a mechanical overload during use caused this breakage. The guide block is designed of stainless steel and the block/set screw are correctly designed with an m2 straight thread, which allows for mating with the plate as well as self-containment to one another. The guide blocks are bead blasted, electropolished, and passivated per standard specification. Packaging and sterility are standard for medical instruments such as this and technique guide exists outlining the proper use of this instrument. No other design aspect could be related to the above complaint. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
This device is used for treatment not diagnosis. Patient information was provided. Corrected: date of event: should have been (B)(6) 2012. Original awareness date should have been (B)(4) 2012.